Event description:
It was originally reported that the pt experienced a loss of therapeutic effect, unable to feel stimulation, and stimulation in the wrong location. Stimulation was in her buttocks instead of the sacral nerve area. She has reached the upper limit of her stimulation. It was later reported that the pt underwent surgical intervention a few months ago and her device was already broken again. She was in a lot of pain due to having so many surgeries. Her bladder is in worse shape now than before having the device implanted. It was noted that she has nerve problems from having so many surgeries on them. Further info is being requested from the hcp.